Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station requested for witness during sign in. This was affecting all users in that station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message appeared station prompted as biometric identifier device required maintenance and device access using password requires witness upon log in. Then a technical support specialist (tss) successfully deployed rss package es 1.8.0 lumidigm update package, followed by a system reboot. After the update, the station was monitored, and login verification confirmed that user was able to authenticate without requiring a witness the system functioned as intended after the technical support specialist troubleshot the device.